Event description:
It was reported that a left subclavian introducer was used, and several attempts were made on placing a swan-ganz catheter through the introducer and was unsuccessful. Reportedly, another md made several attempts (advanced on several tries) kept positioning into the right ventricle and was unable to migrate the catheter into the pulmonary artery. Attempted to remove the catheter; however, it was caught at the 40 cm mark. Chest x-ray indicated that the catheter looped into the left internal jugular vein. Pt complications were reported. Further follow up with the hosp indicated that intervention was performed to remove the catheter; however, the hosp did not provide that info, it was further stated that the pt was fine. Another catheter was then replaced. Device will not be returned for eval - discarded at hosp.

Manufacturer narrative:
The hosp indicated that the device is discarded. The directions for use state that if the right ventricular pressure tracing is still observed after advancing the catheter 15cm beyond the point where the initial right ventricular pressure tracing was observed, the catheter may be looping in the right ventricle which can result in kinking or knotting of the catheter. Deflate the balloon and withdraw the catheter into the right atrium. Re-inflate the balloon and re-advance the catheter to the pulmonary artery wedge position, then deflate the balloon. Should knotting occur, the knot can be resolved by inserting a suitable guide wire.